Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that impedance of the patient's right ins has been steadily declining and is now in the 300's. Patient had tried p programming the patient at other contacts and just with lower voltages, but patient had not been able to tolerate this. The patient's current has climbed to 8.6, and as a result the ins battery today was at 2.51, faster declining than expected. The doctor has order ed a battery replacement but wanted to make you aware in case the rep wants to do some troubleshooting of this at the time of replacement. No known factors that may have led to or contributed to the issue were reported. A surgical intervention to resolve the issue had been planned but not scheduled. The issue was not resolved at the time of the report. On 2019-feb-25, additional information was received from a manufacturer representative (rep). The rep stated that the cause of declining impedances was not identified. It was reported that the battery was explanted and replaced but the impedance issue remained the same, battery was discarded by hospital and will not be returned for analysis.